Manufacturer narrative:
(B)(4) device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07827. It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery and in the severely tortuous left circumflex artery. A non-bsc guide catheter was advanced and crossed the circumflex artery. A non-bsc guide wire was then advanced and after multiple attempts with significant effort, a 1.5mmx15mm emerge balloon catheter was able to cross the lesion and dilatation was performed with residual stenosis. A 3.0mmx24mm synergy ii everolimus-eluting stent was advanced for treatment; however the non-bsc guide catheter kept backing out and the synergy stent failed to cross the lesion. The device was removed and a 3.0mmx16mm synergy ii everolimus-eluting stent was advanced; however after multiple efforts in taking in and out of the vessels, the stent failed to cross the lesion. It was also noted that the stent edges was flared. The physician then decided to change the non-bsc guide catheter with non-bsc extra back-up guide catheter. A new 1.5mmx15mm emerge balloon catheter was advanced; however the non-bsc wire would not pass through. Another 1.5mmx15mm balloon was used and successfully crossed the lesion. The 3.0mmx24mm synergy ii everolimus-eluting stent was re-advanced back in the circumflex artery and got around the lesion bend; however the stent failed to cross the lesion. The physician pushed with a lot of effort and the guide catheter came back and the stent got lodged in the lesion. As the physician tried to removed the synergy stent, the stent stripped off. The stent was retrieved out of the coronaries with a non-bsc snare with no patient injuries and blood loss. The procedure was completed with implantation of another 3.0mmx24mm synergy ii everolimus-eluting stent which had a very satisfactory result. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the balloon body. The distal edge of the bumper tip was damaged. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07827. It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery and in the severely tortuous left circumflex artery. A non-bsc guide catheter was advanced and crossed the circumflex artery. A non-bsc guide wire was then advanced and after multiple attempts with significant effort, a 1.5mmx15mm emerge¿ balloon catheter was able to cross the lesion and dilatation was performed with residual stenosis. A 3.0mmx24mm synergy ii everolimus-eluting stent was advanced for treatment; however the non-bsc guide catheter kept backing out and the synergy stent failed to cross the lesion. The device was removed and a 3.0mmx16mm synergy ii everolimus-eluting stent was advanced; however after multiple efforts in taking in and out of the vessels, the stent failed to cross the lesion. It was also noted that the stent edges was flared. The physician then decided to change the non-bsc guide catheter with non-bsc extra back-up guide catheter. A new 1.5mmx15mm emerge¿ balloon catheter was advanced; however the non-bsc wire would not pass through. Another 1.5mmx15mm balloon was used and successfully crossed the lesion. The 3.0mmx24mm synergy ii everolimus-eluting stent was re-advanced back in the circumflex artery and got around the lesion bend; however the stent failed to cross the lesion. The physician pushed with a lot of effort and the guide catheter came back and the stent got lodged in the lesion. As the physician tried to removed the synergy stent, the stent stripped off. The stent was retrieved out of the coronaries with a non-bsc snare with no patient injuries and blood loss. The procedure was completed with implantation of another 3.0mmx24mm synergy ii everolimus-eluting stent which had a very satisfactory result. No further patient complications were reported and the patient's status was fine.